Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with register in screen "e" was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report a flogard pump in which an "e" registered in screen. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred in the maternity ward. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.